Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 15 or pump error 63 alarms during testing however, pump error 15 alarm is found in the formatted history file due to a software error and pump error 63 alarm is found in the formatted history file due to broken traces at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarms. The customer's blood glucose was 117 mg/dl. Customer was able to complete pump rewind. Advised customer to perform a self test. Test did not pass. Advised customer to revert to backup plan. The product was not returned for analysis.